Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified and the device was found in specification. Evaluation tested the keypad and found all keys to function properly. No component could be identified for causality and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad had unspecified keys that were inoperable. There was no known patient injury or medical intervention associated with this event. No additional information is available.